Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician has recently had more difficulty inserting and removing the torque wrench from device setscrews in multiple implant procedures. No patient complications have been reported as a result of this event.